Event description:
It was reported that this right atrial (ra) lead was explanted due to high impedance out of range greater than 2000 ohms. A new ra lead was successfully implanted. No additional adverse patient effects reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high impedance out of range greater than 2000 ohms. A new ra lead was successfully implanted. No additional adverse patient effects reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately ~20 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance were due to fracture were likely caused by the confirmed fracture.